Event description:
T was reported that this brady lead was a case of an attempted implant due to product unknown performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.